Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had water spilled on it. In addition, the unit was in need of a replacement. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse inspected the device and found no evidence of water intrusion. The batteries were soon due for replacement and were replaced.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings and investigation conclusions). Corrected fields: h6 (medical device ¿ problem code and health effect ¿ impact codes).

Event description:
N/a.